Manufacturer narrative:
One used cadd-prizm® vip pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported issue in the event history log. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Further visual inspection found the pump had worn valves and gasket. The worn valves and gasket were determined to be the cause of the delivery accuracy issues. A root cause for the worn valves and gasket could not be determined.

Event description:
It was reported that a cadd-prizm® vip pump was under infusing. No injury was reported.